Manufacturer narrative:
Device lot number not available. Device manufacturing date is dependent on lot number, therefore, unavailable. The medtronic representative suspects the hole in the instrument may be contributing. Return requested. Replacement purple teratracker shipped to site. No parts have been received by manufacturer for analysis. Part not received by manufacturer.

Event description:
A medtronic representative reported that, while in a spine procedure, the screw from the site's violet teratracker appeared to be damaged near the bottom where it connects to the specialized awl the surgeon uses. The teratracker is damaged in a way that the screw does not seem to catch and would not tighten down, it was unusable. A disposable pak needle was opened and used to proceed with the surgery. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than 5 minutes. There was no impact on patient outcome.

Manufacturer narrative:
The hardware investigation found that the reported event was related to a hardware issue. The screw threads on the returned purple teratracker are slightly rounded but will thread into a known good tactile awl without issue. The returned tactile awl attachment block also had rounded threads and will not allow the suspect tracker to thread into it, but will allow a known good tracker to thread in without issue. Otherwise, with markers attached and fully seated, the tracker returned good geometry values. Both hardware issues (tracker and awl) were documented in a medtronic navigation hardware anomaly tracking database.